Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause of the peeling of the glue on the distal end was likely due to the amount of use and age of the device (over 5 years) leading to age deterioration, or an external force was applied to the distal end. The following is described in the device's instructions for use (IFU) under "chapter 3 preparation and inspection", section "3.2 inspection of the endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Regarding the other malfunctions described in the initial report (broken wire in the handle of the scope and the insertion tube buckling near the bending section), per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there was no angulation when the device was in the up position due to the angle wire being broken. Additionally, the insertion tube was buckling near the bending section and the forceps cover glue was peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the wire in the handle of the evis exera ii ultrasound gastrovideoscope broke during the reprocessing of this device. There was no patient involvement during this event.